Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient's managing healthcare provider (hcp) did an x-ray to visualize the ins. Per patient, hcp said "the x-ray showed 2 leaders" coming from the ins going up the spine, and that one was going up further than the other. Patient said the x-ray was "maybe 2 weeks ago." Patient said hcp told them they would need a surgery to fix this. Patient was very anxious on the call because they were uncertain about the explanation of the x-ray, and would need to decide if they wanted to pursue surgery quickly as it would be done in 3 weeks. Patient expressed they did not want to have another surgery because they, "swelled up real bad" after the last surgery and it took a month for it to go down. Patient stated they were "peeing a lot more" than they ever were, and that they very seldom felt the ins. Agent asked for event date, but patient did not answer the question. Patient stated a bladder test was done before the x-ray, but it did not provide any helpful information, thus, the x-ray was done. Patient wanted to know how serious the x-ray findings were and if they should move forward with surgery. Agent reviewed with patient that it was unclear what exactly was being described about the device. Agent asked if patient could put device into MRI mode to determine if an explanation regarding lead placement could be found, but patient did not have external controllers charged. Agent suggested patient call back with hcp on the line to answer any device questions. Patient stated they would call hcp and make follow-up appointment so call can be made to patient services on speaker and clarification of information can be provided.

Manufacturer narrative:
Continuation of d10: product ID 978b128 serial/lot# (B)(6) implanted: (B)(6) 2024, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 07-aug-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.